Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. The customer reported to philips that the x-ray tube needs replacement. Philips was unable to confirm the allegation regarding the x-ray tube needs replacement, as the quotation was not accepted and service was canceled by the customer. Therefore, no additional investigation or corrective action was possible or has been provided by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's x-ray tube needed to be replaced, which can impact imaging no harm was reported to philips. Philips has started an investigation of this complaint.